Manufacturer narrative:
(B)(4). Results: occlusion, surgical bypass. Stent graft occlusion likely caused by hit (heparin induced thrombocytopenia). Conclusion: stent graft occlusion likely caused by hit (heparin induced thrombocytopenia).

Event description:
An endurant stent graft system was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm. Vessel morph ology was not reported. The stent grafts were implanted without issue. It was reported that two weeks post index procedure the patient presented with leg pain. The CT revealed that the entire stent graft system was occluded. The physician believes that the cause of the occlusion is related to hit (heparin induced thrombocytopenia ). The patient was on coumadin. The physician elected to perform an ax-fem bypass. It was reported that after the ax-bi-fem bypass was completed prior to closing the patient the ax-fem bypass clotted off as well. The physician removed the clotting. No additional clinical sequelae were reported and the patient is fine.